Manufacturer narrative:
Section b5: additional information. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The death was not considered to be device-related. The patient was on hospice and was do not resuscitate status. The device operated as expected. The device will not be returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported intracranial hemorrhage (ich) and liver cancer could not be conclusively determined. It was reported that the patient was admitted on (B)(6) 2020 with an acute ich. The ich was confirmed through a computerized tomography (CT) scan of the head and oral anticoagulant (oac) was stopped. The patient was do not resuscitate (dnr) status and was transitioned to hospice/palliative care. The submitted system controller log files captured backup battery faults on (B)(6) 2020 followed by a controller exchange which appeared to resolve the faults. These backup battery faults were addressed under (B)(4). The data in the log files following the backup battery faults appeared consistent with the account¿s report of a controller exchange on (B)(6) 2020. No atypical alarms were captured. The log files appeared to show the pump functioning as intended. It was later reported that the patient expired on (B)(6) 2020 under palliative care following a stroke and liver cancer diagnosis. It was reported that the device would not be returned for evaluation. The patient¿s death was not considered to be device related and the device operated as expected. Bleeding and stroke are listed in the heartmate ii (hmii) left ventricular assist system (lvas) instructions for use (IFU) as adverse events that may be associated with the use of hmii lvas. The patient care and management section of the IFU discusses anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient had liver cancer and a recent intracerebral hemorrhage (ich). The patient was do not resuscitate status (dnr) and was transitioning to hospice/ palliative care. The patient was admitted on (B)(6) 2020 with an acute ich. The patient had a head computed tomography (CT) scan. Oral anticoagulation cardiology (oac) was stopped. The patient was made dnr and the account was pursuing home hospice. The patient expired on (B)(6) 2020 under palliative care post stroke and liver cancer diagnosis.